Event description:
Malfunction reported: pump was returned to the biomedical dept from clinical svc with a note attached stating, "flames shot out back near pt while in use. Power cord damaged near strain release." According to the customer contact, flames came from the pump, and the nurse switched the pump right away. The customer contact states the pt was confused and "had in a sheath", so the nurse was standing next to the pt the entire time. The customer contact reported that the pt was not using any oxgyen, and that there were no reported adverse pt events or harm. Though requested, no further info was available.